Event description:
Surgery to remove a 4.5 lcp tibia plate due to non union was performed on (B)(6) 2012. The plate was replaced with a 3.5 lcp medial proximal tibia plate to revise the fracture. The hardware was reported to be intact. While the surgeon was placing a 3.7mm cannulated locking screw into the 3.5 lcp medial proximal tibia plate, the cannulated, stardrive screwdriver became deformed as he was seating the screw. The surgeon was able to complete the case without a negative effect on the outcome of the case.

Event description:
The patient was status post orif, date not specified, and developed a varus non union of the left tibia more than six months later.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.